Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) and rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, superior vena cava (svc) coil impedance spiked to 180 ohms up from a trend that had been in the 43-103 ohms range and varying. On (B)(6) 2016, right ventricular (rv) coil impedance spiked to 162 ohms up from a trend that had been in the 59-109 ohms range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The lead will be replaced. No patient complications have been reported as a result of this event.